Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive, the battery gauge was inaccurate, the battery could not be charged and the battery was depleting quickly. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.